Event description:
It was reported that the lesion was in the right coronary artery (rca), with moderate tortuosity, moderate calcification, and was a chronic total occlusion. After several guide wires were used to penetrate the lesion, a trek balloon catheter was used for pre-dilatation, and three xience v stents were implanted successfully. Upon angiography it was confirmed that there was another lesion observed distal to the most distally placed xience v stent; therefore, the 2.25x08 mm minivision stent delivery system was advanced towards the lesion; however, the stent implant caught inside the previously deployed proximally placed xience v stent, which resulted in the mini vision stent implant dislodging from the balloon at the distal end of the proximally placed stent. Another xience v stent was advanced towards the proximal rca and was expanded so that the mini vision stent implant was compressed to the vessel wall. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: conquest, sionblue. Stent: xience v - 3 units. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified lesion and previously implanted stents contributed to the reported failure to advance. Additionally, an interaction with the implanted stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the implanted stent during manipulation within the lesion would have then led to the stent dislodgement. Additional therapy was used to compress the dislodged stent to the vessel wall. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for failure to advance for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.